Manufacturer narrative:
We have checked the work cycles of the explanted humeral head and adaptor taper, without finding any dimensional anomaly on them. These devices were compliant to all specifications before being placed on the market. Also, a dimensional check performed on the explants returned confirmed the absence of dimensional anomalies on them. Moreover, we performed a functional check by assembling the explanted humeral head and the adaptor taper as per surgical technique, and we obtain a proper and stable coupling. We received x-rays dated (B)(6) 2013 (soon after original surgery) and (B)(6) 2013; by these x-rays, the disassembly had already occurred 2 weeks after original surgery. No further x-rays are available. Such an early revision could be due to: dimensional defects of the conical coupling between humeral head and adaptor taper; or surgical error (insufficient pressing of the components when they have been implanted). The first possibility has been discarded after our investigation on the explants. We therefore believe that the probable cause of this early disassembly is an insufficient pressing of the two components during the implantation. This caused the initial disassembly between humeral head and adaptor taper. The x-ray dated (B)(6) 2013 also shows a possible contact between the bone and the prosthetic humeral head. This contact, if present, could have contributed to the final phases of the disassembly, by "pushing" the prosthetic head out from the adaptor. This is the second case reported of disassembly between humeral head and adaptor taper, on about 17900 humeral heads implanted worldwide since 2002. Our analysis on both cases indicate that the products themselves were not the cause of the disassembly; therefore the total revision rate due to such incident is 0.011%, while the revision rate product-related is 0. No corrective actions have been planned due to this event.

Event description:
The pt ((B)(6) male, (B)(6)) had a smr anatomic hemi on (B)(6) 2013. A x-ray dated (B)(6) 2013 (only 2 weeks later) already showed the partial disassembly of the humeral head from the adapter taper. This disassembly between the two components then caused the prosthesis to dislocate. No trauma reported. Revision surgery performed on (B)(6) 2013. The event occurred in (B)(6).